Event description:
As reported, the operator performed carotid artery stenting on the patient. After the guiding catheter was in place, the umbrella was delivered to the distal internal carotid artery and the delivery sheath was prepared for retraction. The portion of the delivery sheath that was outside the body was found to be partially dislodged/separated from the wire. The operator then withdrew the sheath from the patient's body and completed the procedure with another brand of sheath instead. The physician was concerned that a second product had the same problem. The packaging of the second device being returned was not opened. It was not used. There was no reported injury to the patient. Both devices were stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the operator performed carotid artery stenting on the patient. After the guiding catheter was in place, the umbrella was delivered to the distal internal carotid artery and the delivery sheath was prepared for retraction. The portion of the delivery sheath that was outside the body was found to be partially dislodged/separated from the wire. The operator then withdrew the sheath from the patient's body and completed the procedure with another brand of sheath instead. The physician was concerned that a second product had the same problem. The packaging of the second device being returned was not opened. It was not used. There was no reported injury to the patient. Both devices were stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The devices will be returned for evaluation.

Manufacturer narrative:
The operator performed carotid artery stenting on the patient. After the guiding catheter was in place, the umbrella was delivered to the distal internal carotid artery and the delivery sheath was prepared for retraction. The portion of the delivery sheath that was outside the body was found to be partially dislodged/separated from the wire. The operator then withdrew the sheath from the patient's body and completed the procedure with another brand of sheath instead. The physician was concerned that a second product had the same problem. The packaging of the second device being returned was not opened. It was not used. Both devices were stored and handled per the instructions for use (IFU). The device was inspected and prepped per the IFU. There was nothing unusual noted about the device prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. There was no reported injury to the patient. The device was returned for analysis. A non-sterile unit of a ¿rx/6mm basket diameter/180cm¿ was received inside of a clear plastic bag. Device was unpacked to perform the visual evaluation. The returned components are the deployment sheath and the ecgw system. The rest of the components were not returned for analysis. The ecgw system was received inserted inside the deployment sheath. In addition, the deployment sheath was found separated with visible marks of twisting and elongation. No other anomalies were observed on the returned parts. The separated area was analyzed using a vision system to magnify the damage. Results showed that the edges on the separated area presented evidence of elongations. The elongations found on the plastic material and the plastic deformation are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the material was induced to a tensile force that exceeded the yield strength prior to the separation. A product history record (phr) review of lot 35264218 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment (delivery) sheath- separated¿ was confirmed since the deployment sheath was found separated. However, the separated area was analyzed using a vision system to magnify the damage and the results showed the edges on the separated area presented evidence of elongations. Based on the investigation conducted, it reasonable to consider that procedural and or handling factors such as the user¿s interaction with the device led to the reported events. Product analysis revealed tensile forces which occur when the user applies an excessive amount of force in which exceeds the wire material yield strength of the device, causing the reported separation. According to the instructions for use (IFU), ¿torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action.¿ neither the phr review nor the product evaluation suggests that the reported events could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the operator performed carotid artery stenting on the patient. After the guiding catheter was in place, the umbrella was delivered to the distal internal carotid artery and the delivery sheath was prepared for retraction. The portion of the delivery sheath that was outside the body was found to be partially dislodged. The operator then withdrew the sheath from the patient's body and completed the procedure with another brand of sheath instead. There was no reported injury to the patient. Concerned that the other product had the same problem, the client requested that the other product be returned with it, hoping to return it for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35264218 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.